Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. System check was being performed by tandem technical support (tts), however customer declined to complete the check and change the cartridge. Customer's blood glucose was 152 mg/dl.